Manufacturer narrative:
The returned CPR uni-padz were received opened without liners, and inspection identified unshaven chest hair was likely a factor with the poor pad adhesion. The product was functionally tested using a simulator and passed coninuity testing from the connector to the tin plates. Per instructions for use (IFU), proper skin preparation, including removal of excess chest hair, is required to ensure adequate pad contact. Based on investigation findings, the reported issue of pads not adhering was attributed to patient preparation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.